Event description:
A customer reported issues with needing to hold a charger in a specific position to charge their device. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.